Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via the emergency support program line that a cardiosave intra-aortic balloon pump (iabp) was experiencing intermittent touchscreen responsiveness issues.no harm or injury to the patient was reported.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was having issues with the touchscreen not responding. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that they verified the screen was not frozen or locked. It was recommended to change to a different pump but the customer stated the patient was likely going to come off therapy and wanted to report the issue. Esp personnel explained the pump would need to be tagged and sent to biomed oncer therapy was complete.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Event description:
N/a.